Manufacturer narrative:
Concomitant product: product ID 8711, serial# (B)(4), implanted: (B)(6) 2007, product type catheter; product ID 8731, lot# b002710n33, implanted: (B)(6) 2003, product type catheter. (B)(4)

Event description:
The pump was replaced due to normal elective replacement indicator (eri). The pump was delivering baclofen.